Event description:
A healthcare professional reported a patient issue facing with difficult to lift. Additional information received stated, surgeon manually dissected the flap.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative (did not) confirm nor replicate anything that would have been attributed to the reported event. The representative did run optimizations on the system. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The internal investigation(s) reviewed were but were determined to irrelevant to this investigation. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).